Manufacturer narrative:
Exact date unknown, event occurred in 2017. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 17450621.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown surgery. No further information has been obtained despite good faith efforts.